Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and shaking. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.